Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. All buttons functioned properly and found no damage to keypad traces. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and high blood glucose. The blood glucose at the time of the incident was 466 mg/dl. The customer stated that when she was troubleshooting for high blood glucose, the insulin pump's down arrow button did not respond. Advised the customer that the down button may be stuck. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not completed due to the keypad anomaly. The device was returned for analysis.